Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 41 mg/dl. The customer treated low blood glucose level with candy and had experienced blurred eyesight. The customer reported that they were also taken to the emergency room and then admitted in the hospital on (B)(6) 2019 due to low blood glucose level of 45 mg/dl and was treated at the hospital and had taken off the insulin pump. The customer also had a surgery a few days before the hospitalization. The insulin pump will not be returned for analysis.